Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was returned on 8/1/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of the MDR regulatory awareness date, as this information should have been 7/21/2025.

Event description:
Subsequent to the initial MDR, corrections are required.